Event description:
Medtronic in (B)(6) reported that the blue sheath insulation on the tip of the instrument fell into the pt's abdomen during a laparoscopic procedure. Medtronic requested that the instrument be sent to medtronic instruments in (B)(4) for evaluation.

Manufacturer narrative:
Several requests for further info regarding the pt's current condition and return of the instrument were not answered by the facility. A root cause for the event could not be determined at this time. If further info is made available by the facility, a follow-up report will be submitted. (B)(4).